Event description:
Post-operative complications were reported for 8 pts. These complications occurred following ambulatory phlebectomy procedures using the trivex device. The surgeon reported the following complications: pigmentation, hemosiderin, swelling and neovascularity. No add'l info is available.